Event description:
A malfunction alarm with malf code 12 was reported by the customer, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arise; the caller acknowledged and understood these instructions.